Event description:
Pt had a foley for 24hr urine collection. While nurse was talking with pt, an "audible" pop was heard followed by sudden bladder pain and foley falling out. Foley examined - balloon appears ruptured but no fragments missing.